Manufacturer narrative:
(B)(4). Batch # u5c895. (B)(4). Additional information was requested, and the following was received: 1when the device handle was broken, did it break off of the device? Yes. If yes, did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? Yes. If no, were they discarded? Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the anvil shroud broken with no reload present. Further investigation shows that both bearings were missing due to that anvil shroud being damaged. Also, the staple height selector and support spring were received inside of a plastic bag. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemicolectomy, the ntlc55 gun handle is broken.